Manufacturer narrative:
No sample is available for the MFR to evaluate.

Event description:
The event is reported as: complaint alleges: the foley broke off at y site separating the main tube and balloon inflation port. No pt injury reported. Pt condition is fine.